Manufacturer narrative:
Of the 6 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a cracked piezo (audible alarm) solder connection.

Event description:
This report summarizes <noe> 6</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a dual alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 23-74 years of age and between 127 and 250 pounds. Of the reported patients, 3 were male, 3 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016 of the 6 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a cracked piezo (audible alarm) solder connection. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a dual alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 23-74 years of age and between 127 and 250 pounds. Of the reported patients, 3 were male, 3 were female, and 0 were unknown.